Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that following an uncomplicated lead implant during the next day post implant follow-up, the physician confirmed this lead had perforated at the apex location. Surgical intervention was deemed necessary to repair the perforation location and reposition the lead tip however during the attempted reposition, the helix was non functional and the lead then removed and replaced. No additional adverse patient effects were reported and the explanted lead is intended to be returned for laboratory analysis. Another lead of same model type was implanted without additional complications.